Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed for a percutaneous transhepatic cholangio-drainage ptcd procedure. After the device was advanced into the bile duct, leakage was found at the connection between the catheter and the hub. The physician replaced the device and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The customer also noted that after opening device packaging and flushing the device prior to the procedure, no anomaly was found.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation . A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a functional test and visual inspection, were conducted during the investigation. A visual inspection of the returned device revealed the device was returned in two separate pieces, with the separating cut located on the tubing approximately 0.5cm from the hub. The dimensions and number of adapter threads for the device were found to be within specifications. The suture string was found slightly wound in the threads. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed the proximal assembly was secure. A document based investigation evaluation was also performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record revealed two relevant non-conformances for lot 8985333, in which two devices were scrapped due to having too many adapter threads showing and one device was scrapped due to having improper flare placement. A non-conformance review of the sub-assemblies revealed no relevant non-conformances. It should be noted there were no other reported complaints for this lot number. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.